Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, communication with the customer indicated they utilized one set of electrodes to pace for greater than 24 hours. The instructions for use (aw-r2018-11 rev m) provides the following warnings: transcutaneous pacing may cause burns to the skin. Periodically check the electrode site to ensure that the electrodes are well adhered to the skin. During transcutaneous pacing, do not exceed the maximum pacing settings of 1 hour of pacing (140 ma/180 ppm) or 8 hours of pacing (100 ma/100 ppm). Doing so can increase the possibility of skin burns. Replace electrodes after 24 hours of skin contact or 8 hours of pacing to maximize patient benefit. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a 68-year-old male patient; after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the patient sustained a second-degree burn.

Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.